Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18346. The patient reported she is experiencing ineffective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was not able to provide effective stimulation. Additional reprogramming is to be performed at the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.